Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use when the event occurred. The philips field service engineer inspected the system on site and confirmed the reported issue. Analysis of the system log confirmed that there was a malfunction of the ippc (image processing pc). The fse replaced the ippc (image processing pc) along with hdd (hard disk drive), and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes are updated based on the investigation outcomes. The device problem code was corrected.

Event description:
It was reported to philips that the images are not flowing. No harm was reported to philips. Philips has started an investigation of this complaint.